Manufacturer narrative:
It is unknown which lots were utilized in each procedure. Three surgeries performed used lot a903011, while one used b906017. A batch record review of both of the lots used in surgery showed no non-conformances relating to sterilization or sterility and all finished goods acceptance criteria were met. The bioburden seen from dose audits performed covering these lots was within range of typically recovered bioburden. The investigation concluded that there was no evidence that the products in question directly contributed to the reported infections. There were no other reports of infection from these lots of product. The hospital performed sterility test on an available device (unknown which lot), and the device was negative for growth. Infection is a known risk of surgical procedures using this device. Method - sample from lot tested, no failure detected.

Event description:
(Case two of four) four separate infections reported from one hospital. Pathology cultured four different bacteria (serratia, e.coli, pseudomonas, propiobacter).